Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place during a robotic cholecystectomy procedure. The system was inspected prior to use with nothing out of the ordinary noted. The issue did not occur while the surgeon's head was inside the surgeon console's high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate arms/instruments from the surgeon console. The movements of the surgeon did not scale appropriately to the arms since the observed movement was greater than intended. The arms were noted to not stop and continued to drift. The arms would move farther to the right or left and went as far away from the base that they could go. When the grab and go motion was activated and the nurse wanted the arms to stop but they would continue to drift. There was no shakiness and/or friction and no system arm-to-arm interference. There were no external collisions. The issue was noted to be persistent. There was no injury to the patient.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer had a universal surgical manipulator drifting issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the drifting usm issue on the system. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The usm was analyzed and the 23003 error was confirmed as having occurred in the field via system logs review. However, failure analysis was not able to reproduce the issue. The usm passed all tests on the in-house system with no errors. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.